Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss occurred. The patient reported via survey that her mobile device was displaying signal loss for 3 plus hours. On (B)(6) 2024, the patient was already in bed at around 5am when she encountered signal loss error. The patient felt disoriented/confused and continued sleeping. The patient's husband came home at around 11am and noticed that the patient was still in bed and was disoriented and thought the patient was having a stroke. The husband called his sister to notify their niece - who is a paramedic - of the situation and asked the niece to come over. While waiting, the husband gave the patient orange juice. At 11:30am the niece came and checked the patient's blood sugar, and it was 47 mg/dl. The patient could not remember if dexcom was providing a reading during that time. The niece gave the patient pineapple juice and after about 4 hours, the patient felt okay/normal. No other medications were given, and the patient stayed at home and was not brought to the hospital. At the time of the report, the patient was okay. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No additional patient or event information is available.